Manufacturer narrative:
(B)(4). This customer reported a failure to discharge via internal paddles. There was no negative impact to the involved pt. The device and internal paddles were evaluated by philips and passed all performance verification testing. Based on the customer's report, we are considering this a malfunction. We are unable to determine the cause of the reported symptom as it could not be reproduced.

Event description:
The customer reported a failure to discharge via internal paddles. There was no negative impact to the involved pt.